Event description:
The customer reported, "at boot up, there is no exposure." The system was rendered unable to make exposure. There is no report of pt injury or death.

Manufacturer narrative:
The customer canceled the service call.